Event description:
On (B)(6) 2010, a respiratory therapist reported that inomax ds device #(B)(4) was hissing and leaking from the back of the device. The device was not on a pt and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6)2010, a respiratory therapist reported that (B)(4) was hissing and leaking from the back of the device. Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.